Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported the cart was worn down and hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. The system was found to be fully functional. X stage cover, front right and left caster wheels, and cart wheel were returned to the manufacturer for analysis. Analysis found the wheels were cracking and chunks of rubber were missing. The docking pin mounts were also broken off the top caster mounts. Also, there were dents and chipping paint found around the docking pin holes of the x stage cover. The hardware investigations found that the reported event was related to a hardware issue.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. There was no patient present. It was reported that parts on the cart were wearing down.